Event description:
The customer heard a loud sound and observed white smoke coming from behind the alinity I analyzer. The module went offline and errors 5119 (rsm load control board 15v power fault sensor error) and 5229 (board communication error) were generated. No injury to the operator was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the main power supply would not power on. The main power supply was determined to be the likely cause of the issue. The fsr replaced the main power supply which resolved the issue. An instrument service history review revealed no additional issue of smoke and loud noise on the alinity I serial number (B)(6). A review of tracking and trending did not identify any adverse trend of the main power supply with regards to the current issue. The device history records were reviewed, and no non-conformances or deviations were identified. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and loud noise observed was limited to main power supply; the smoke and loud noise did not spread to other parts of the module. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the main power supply was identified.